Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluat e it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On january 27, 2016 the lay user/patient contacted lifescan (lfs) alleging an issue with her onetouch delica lancing device. The complaint was classified based on the customer service representative (csr) documentation, and additional information obtained when the medical surveillance specialist listened again to the original call recording. The patient stated that the lancing device issue began sometime in (B)(6) 2015 (exact date not specified). The casing of the subject device was found to be cracked and/or broken. The patient stated that she manages her diabetes using metformin (500mg) and she reportedly continued with her usual diabetes management routine including sliding scale after the alleged issue began. The patient stated that she experienced symptoms of dizziness, light-headed, nausea, skin infection, slow healing of wounds, drowsy, dry mouth, constant thirst, frequent urination and skin rash approximately 1-2 months after the reported issue began. The patient confirmed that no form of medical intervention was received in response to the alleged issue. At the time of troubleshooting, the csr noted that the subject lancing device had been in use for approximately 1 year, the correct 33g lancets were being used and there was no indication of misuse of the device. The csr was unable to resolve the issue, and replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed signs/symptoms suggestive of a serious injury after the alleged product issue began.